Event description:
Redness and swelling, breaks. The needle is found to be bent during use. Call agent has contacted the customer on april 30th and the customer stated that the patient ((B)(6)) went to the pharmacy orally reported the relevant issues. The patient ((B)(6)) reported that the needle was changed to a new one each time when using. After use, redness and swelling occurred, needle was bent and needle tip broke. The pharmacy recommends using potato slices to reduce inflammation, but it is not certain that the patient has performed this procedure. It may also be that the patient is allergic. No photos or samples could be provided, product sales date and supplier cannot be provided, no survey response letter required. Sample availability: no. Sample availability details: no sample availability.

Manufacturer narrative:
H3 other text: device is not available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.